Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hospital maternal and child health family planning service center, (B)(6) the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the light guide adapter. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the light guide adapter. In regard to the newly identified malfunctions, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid endoscope telescope had a damaged light guide adapter. The issue was found during inspection for use. There were no reports of patient harm.